Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed cracks on all buttons of the button pack assembly. Additionally, glue damage was found on the fiber distal tip (gap). The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone c of the endoscope cable was found delaminated. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the endoscope had physical damage. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter confirmed the missing material/damage occurred outside of a surgical procedure. There were no reports of fragments falling from the device while used within a patient.